Manufacturer narrative:
History of pump thrombosis with pump exchange was reported under MFR # 2916596-2018-04292. Section b5: additional info.

Event description:
On (B)(6) 2020, it was reported that the patient has a history of pump thrombosis with pump exchange in 2018 and most recently internal driveline fracture found post driveline repair on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). The submitted log files showed transient pump stops with corresponding low flow and low speed hazards. All of the captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(6)2019 by abbott personnel. The driveline was severed approximately 4" from the exit site and the distal portion was replaced. The approximately 18" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline revealed no visible damage to the silicone jacket, bionate layer, or braided shield. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was noted that the patient has not had any issues since the driveline repair. The patient received a transplant on (B)(6)2020 under MFR # 2916596-2020-00199. The following information regarding the internal portion of the driveline was included in the report. ¿the evaluation of the returned portion of the driveline did not confirm the report of suspected driveline wire damage that would have contributed to the low speed events and pump stoppages during mpu operation in (B)(6)2019 (suspected driveline wire damage and prior distal end driveline replacement addressed under MFR # 2916596-2019-05632); however, the entire driveline was not returned for analysis.¿ see MFR # 2916596-2020-00199 for more information regarding the event and the full device evaluation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic for low flow alarms with low speed advisory alarms on two separate occasions on (B)(6) 2019 and (B)(6) 2019. She denied any symptoms at this time. The event log contained pump stoppages on (B)(6) 2019 and (B)(6) 2019. The log also captured low speed hazard alarms on (B)(6) 2019. Patient sent to emergency room for x-rays to determine cause and/or location of the short to shield. Ungrounded cable requested. The submitted x rays were unremarkable. The vad coordinator reviewed the x-rays and marked the area in red of a possible concern. The other x-ray was unremarkable. On (B)(6) 2019, tech services arrived on site for external percutaneous (perc) lead repair. The perc lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No issues currently following repair.